Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked screen, which prevented the user from announcing meals, while the device otherwise continued to operate and deliver insulin. Symptoms included no adverse clinical effects, with blood glucose reported in range. Outcomes included no medical intervention, no hospitalization, and continued therapy on the pump with automated corrections until a replacement was arranged. Investigation included review of complaint details and device use, with guidance provided on backup therapy if needed and accessory options to reduce future damage risk. Investigation of this case revealed physical damage to the display consistent with handling or impact, with no reported alarms or functional delivery faults and the pump¿s core functions remaining operational. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the screen rather than a device malfunction.